Event description:
A total hip replacement was performed on the (B)(6) 2014. Trident acetabular component was used with accolade as the stem. A regular 10deg (non-x3) liner was used. Accelerated wear was observed and liner was loose upon exposure. Revision surgery replacing the liner was done on (B)(6) 2014

Manufacturer narrative:
An event regarding wear involving a trident 10 degree insert was reported. The event was confirmed. Device evaluation and results: a material analysis has been performed. The report concluded: ¿severe abrasion on the outer diameter of the acetabular insert was likely caused by movement of the insert due to improper locking or seating [¿] no material or manufacturing defects were observed on the device features evaluated.¿ medical records received and evaluation: the provided x-rays were reviewed by a consulting clinician who concluded: ¿both problems are related to surgical technique and as such principal root cause of failure is procedure-related with regard to optimal component position and proper locking of the liner in the shell. [¿] this pi case is not device-related.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the reported event was caused by procedure-related factors. The shell was excessively anteverted and the insert was not fully seated. The event is not device-related.

Event description:
A total hip replacement was performed on the (B)(6) 2014. Trident acetabular component was used with accolade as the stem. A regular 10deg (non-x3) liner was used. Accelerated wear was observed and liner was loose upon exposure. Revision surgery replacing the liner was done on (B)(6) 2014

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.